Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a soundstar® eco diagnostic ultrasound catheter and it was described that the seal on the sterile packaging was compromised. The device was returned; however, no packaging was returned with the product. Initial visual inspection revealed a few kinks in the shaft. A manufacturing record evaluation was performed for the finished device, and no non-conformance related to the reported complaint condition were identified. Investigation was unable to performed since the packaging was not returned. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device g4026775 number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) procedure with a soundstar® eco diagnostic ultrasound catheter and it was described that the seal on the sterile packaging was compromised. The catheter was not used on the patient. The pouch was discarded. There was no patient consequence. The open pouch seal is considered a reportable event. The biosense webster, inc. Product analysis lab received the product for evaluation on february 11, 2019, and it was noted that the product was returned without the packaging/pouch. It was also reported that upon the initial visual inspection of the product, it was found to have kinks on the shaft. The kinks found on the shaft were assessed as not reportable as the integrity of the device was maintained. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.